Event description:
It was reported that during the nebulizing treatment with the ventilator, the ventilator generated two technical alarms. One indicating disabled valves, and one indicating an internal memory error. The ventilation stopped. There was no patient harm. (B)(4).

Manufacturer narrative:
Exchanged parts and more information regarding the event has been requested for investigation. A supplemental medwatch will be provided when the investigation has been finalized. (B)(4).